Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The eos power supply and the power pcb assembly were replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part at the product analysis center (pac) and the root cause of the reported issue was determined to be an electrically damaged eos power supply.

Event description:
A customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.